Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent a idiopathic ventricular tachycardia (idvt) procedure using a smarttouch thermocool catheter and suffered pulmonary embolism. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and pass. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pulmonary embolism remains unknown.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/14/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products used during procedure: carto 3 system (s/n: (B)(4)), smartablate generator (s/n:(B)(4), smartablate pump (s/n: (B)(4)), soundstar catheter (10438577) (B)(4). The device was not returned to bwi.

Event description:
It was reported that a (B)(6) male patient underwent a idiopathic ventricular tachycardia (idvt) procedure using a smarttouch thermocool catheter and suffered pulmonary embolism. CPR was performed as the patient experienced a loss in blood pressure. Low oxygen levels resulted in the need for the patient to receive extracorporeal membrane oxygenation (ECMO), which was completed in the ep suite. The physician assessed that the cause of this adverse event was due to patient condition as the patient had pre-existing clot in the right ventricle as shown in the pre-procedure images obtained from the soundstar catheter. Clot is a contraindication for cardiac ablation procedure as per bwi thermocool smarttouch bi-directional navigation catheter instruction for use, do not use this catheter "in the patient with a myxoma or an intracardiac thrombus as the catheter could precipitate an embolus."